Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, a short study occurred with the device. It was 28 hours long. A repeat procedure was necessary due to the short study. No other known adverse events were reported.